Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced an infection. The implantable cardioverter defibrillator had eroded out of the pocket. The system was removed. The patient was in stable condition before, during, and after the procedure.